Manufacturer narrative:
Sample was collected in a lithium heparin tube. No other information was provided for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false low glucose result generated by the synchron lx20 pro analyzer. A original glucose result was 32 mg/dl and the critical rerun yielded 33 mg/dl which was questioned by the physician. The sample was then rerun on a different analyzer and it gave a higher result of 119 mg/dl. The result was amended. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.